Event description:
It was reported that the patient underwent a pocket revision due to the location of the battery causing discomfort for the patient. The patient also wanted to have a new upgraded system implanted. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device was returned for analysis and findings were that the device exhibits normal device characteristics. This is a final report.